Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer received information alleging a circuit test failed. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a circuit test failed. During the evaluation of the device at third-party service center, error codes concerning the motor flux and the outlet pressure sensor were observed. The device's blower and system board were replaced to address the issue.